Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of the patient regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that, since the stimulation was turned on (B)(6) 2018, the patient did not use the stimulation very much because it bothered her, and she did not like the stimulation sensation; it ¿felt like a train running¿. The patient met with a manufacturer representative (rep) over the months and they explained to the patient that the stimulation would not cover the patient¿s upper body based on the lead placement, but the patient stated that they sometimes felt the stimulation in her back and sometimes in her leg. Also, the family member reported that the patient feels stimulation days after the stimulation had been turned off. The family member also reported that the patient had cognitive issues, was hard of hearing, and had multiple sclerosis (ms). Due to the ms, the patient had falls all of the time and had been falling for years. In the end, the patient was told to continue working with the rep for reprogramming and their healthcare professional (hcp) to review MRI results. There were no further complications reported or anticipated.